Event description:
It is reported by patient's attorney that patient underwent right total knee replacement in 2002. Post-op, the polyethylene dislocated. As a result, next month, the patient's right knee was revised.

Manufacturer narrative:
H3: evaluation summary: pre-op and post-op x-rays are not available for review. The cause of the reported problem could not be determined. H6: evaluation codes: no product was returned for evaluation. Device history records indicate manufacture to specification.